Manufacturer narrative:
This report represents the 33 infections not considered gram-negative. Detailed pt info was provided on 12 patients with gram-positive infections and those events have been submitted on separate MDR reports.

Event description:
The article lists info suggesting 33 pump related infections occurred in the study group that were not found to be gram-negative infections (n=12). No add'l pt specific info concerning the device status, pt symptoms and outcome was provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.